Event description:
The customer reported that their olympus hd autoclavable camera head was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty charged couple device unit was discovered and causing no image to appear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the failure of the charged-coupled device (ccd) has been confirmed. Therefore, it is somewhat likely that the phenomenon pointed out [no image output] occurred because the video function did not work properly about the ccd failure. It was noted, however, that there was no visible damage on the ccd unit and there was no leakage but a replacement was recommended. Olympus will continue to monitor field performance for this device.